Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right internal jugular vein due to pre-operative bariatric surgery. The patient further alleges ¿limited physical activity.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2014, " findings: the hook of the cook celect retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted medially and the hook is embedded in the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. One (1) posterior strut perforates the ivc wall and contacts the l3-4 vertebral disc. One (1) medial strut perforates the ivc wall and contacts the aorta. No hemorrhage seen. No thrombus is seen within the ivc. No fracture fragments are identified."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2012. Patient alleges tilt, vena cava perforation, embedded filter.